Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2009 and mesh and lynx were implanted. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop; concurrent procedures-bso, abdominal sacro ¿ colpopexy, cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. It was reported that patient underwent mesh explants on (B)(6) 2006 due to erosion. (B)(4) -urinary problems. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent a mesh removal procedure on (B)(6) /2006 due to infection, pain, urinary problems and dyspareunia.